Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of ventricular paced beat by the atrial lead. This oversensing resulted in multiple atrial tachycardia response (atr) mode switches. In addition, this device has exhibited noise on the ventricular lead, which has resulted in pacing inhibition and diverted episodes. Technical services (ts) discussed decreasing the atrial sensitivity to less (current p-wave amplitude of 7.1v), decreasing ventricular pacing output to 2.4v (current threshold of 0.4v), and increasing atr duration to 20, modifying the exit count to 1. In addition, ts discussed decreasing the ventricular sensitivity to prevent oversensing. The area representative will discuss these options with the physician. No patient symptoms have been reported.

Manufacturer narrative:
The physician brought the patient back to the laboratory, and repeated dft testing. During the test, noise could be replicated when the sensitivity on the ventricular lead was programmed to most. The physician elected to program the sensitivity to least, and will monitor the patient for additional oversensing. No symptoms have been reported. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. It was later reported that the device was explanted for normal battery depletion and replaced with another boston scientific ICD. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis determined that the device did meet expected longevity predictions as described in labeling. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis could not confirm the reported clinical observations. Analysis concluded that the device operated within specification.

Event description:
Guidant, now boston scientific crm, received information that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of ventricular paced beat by the atrial lead. This oversensing resulted in multiple atrial tachycardia response (atr) mode switches. In addition, this device has exhibited noise on the ventricular lead, which has resulted in pacing inhibition and diverted episodes. Technical services (ts) discussed decreasing the atrial sensitivity to less (current p-wave amplitude of 7.1v), decreasing ventricular pacing output to 2.4v (current threshold of 0.4v), and increasing atr duration to 20, modifying the exit count to 1. In addition, ts discussed decreasing the ventricular sensitivity to prevent oversensing. The area representative will discuss these options with the physician. No patient symptoms have been reported.